Event description:
Corneal burn occurred during procedure.

Manufacturer narrative:
Customer was contacted regarding potential causes of thermal injuries. A co service rep checked system and found it to meet performance specifications. Questionnaires have not been returned to date.